Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID neu_unknown_prog, product type programmer, physician; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that a simple continuous/bridge bolus was incorrectly programmed. The hcp recognized the error immediately and reprogrammed the simple continuous/bridge bolus. It was reported that the patient was in some discomfort when they arrived for the appointment with the hcp. The device system was used to deliver infumorph.